Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the bio-medicus multi-stage femoral venous cannula, the surgeon observed that the cannula material was softer at the tubing connection end compared to previous experiences with the same type of cannula. The end of the cannula kinked, resulting in obstructed venous flow. The surgeon was able to maneuver the cannula so that it was no longer kinked, allowing it to be used for the remainder of the case. The surgeon noted that the cannula appeared to be made of a different material than previously used, as prior cannulae had not kinked in this manner. The customer queried if the cannulae material has changed. No patient complications have been reported as a result of this event. Medtronic received additional information that the cannula was not heated or cooled prior to use but the patient¿s blood was heated and cooled and run through the cannula. The kink was not in the location of the sutures. Medtronic received additional information that the cannula was positioned at the femoral vein during use. The cannula was in use for 8 hours.